Event description:
It was reported that a cartridge alarm 05 occurred. Additionally, a cartridge alarm 6 occurred; however, the pump was within the allowable operating altitude range at the time of the is alarm. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose level was 180-200 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: use error the tandem pump user guide instructs the user to remove any residual air from the cartridge.